Manufacturer narrative:
Investigation summary: it was reported that while injecting the hypo needle into the patients rear to numb for surgery, the needle snapped off from the hub while in the patient. To aid in the investigation, one sample with no plastic shield was received for evaluation by our quality team. A visual inspection was performed with a 30x microscope. The bottom part of the needle is in the plastic hub; the white epoxy is holding it in. The needle got bent and then broken. The needle wall shows no damages other than where it was bent then broken. A device history record review was completed for provided material number 305127, lot number 6270871. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but the root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle broke off into the patient while preparing for surgery, requiring a small incision to remove it. The following information was provided by the initial reporter: "while injecting the hypo needle into the patients butt to number for surgery, the needle snapped off from the hub while in the patient. The needle was clean broken from the base and was stuck in the patient. The doctor had to make a small incision to remove the needle. No further damage happened to the patient."